Manufacturer narrative:
An event for separation problem and difficult to fold, unfold, or collapse (twisted plug) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The investigation was unable to determine the cause for the reported separation problem (unscrew) and difficult to fold, unfold, or collapse (twisted plug). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
User facility medwatch report (B)(4) received that states "the plug kept twisting and twisting. It would not unscrew". It was reported that on (B)(6) 2025, a 12mm amplatzer vascular plug 2 was chosen for a procedure. During procedure, it was noted that the plug kept twisting and twisting and it would not unscrew. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Event description:
User facility medwatch report (B)(4) received that states "the plug kept twisting and twisting. It would not unscrew". It was reported that on (B)(6) 2025, a 12mm amplatzer vascular plug 2 was chosen for a procedure. During procedure, it was noted that the plug kept twisting and twisting and it would not unscrew.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.